Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. An external fluid leak close to the filter cap was observed 20 minutes into therapy. The dialyzer was replaced and patient completed the treatment. The exact date of the event is unknown therefore the date in date of the event section is an estimated date.